Event description:
Laboring patient underwent epidural insertion. During placement, loss of resistance achieved at about 9cm. Catheter threated through but unable to fully advance. Upon attempting to withdraw the catheter, outer sheath fractured resulted in retained portion of sheath (estimated to be about 4cm) still connect to spring wound catheter. Catheter left in place, re-prepped and dressed sterilely with tape and tegaderm. Patient was neurologically intact. Neurosurgery was consulted, and case discussed with oncoming anesthesiologist, obstetrician, patient and neurosurgery. Decision made to place second epidural remote from the site of the retained catheter. Second epidural placed without issue. B. Braun was contacted by anesthesiologist and event of catheter sheering was reported, along with lot number and product codes. Also discussed with manufacturer that the components of the catheter and metallic wire are both bio-compatible but not biodegradable. Patient neurologically was intact and delivered without incident. Patient was taken the next day to the or to have the retain epidural removed by neurosurgery. The catheter with wide attached was visually identified and noted to have the tip intact. The retained catheter was most likely in the subcutaneous space and was able to be removed after dissection in the subcutaneous fat alone. Shipping label was sent to us for us to return the product for further testing.